Event description:
It was noted during use the active tip of the mitek, lds electrode came free from the device while in the body. The piece was located and removed at the time of the event. Another device was used to complete the case. Situation did not result in any patient injury. Small metal fragment coming free from the device could result in surgical intervention to prevent potential patient injury if this were to recur. As a result an MDR is being filed to document this event.